Event description:
On (B) (6) 2009, the battery measurements for the implantable neurostimulators (inss) were 3.71v and 3.67v; by (B) (6) 2010, they were depleted. Impedance measurements in (B) (6) 2009 were reported to be good. The settings were; left (4.3v/150pw/160rate/0-1+2-3+/782 ohms and 257 ua) and right (4.0v/120pw/120rate/0-1+2-3+ 438 ohms and 210ua). The inss were replaced. See also MFR's report # 3004209178201002454.

Manufacturer narrative:
(B) (4).